Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Dr. (B)(6) deployed pleurx on (B)(6) 2022, but the polyester cuff was loose & there was hole near cuff , coz of which air got trapped and patient got unconscious. Per follow-up: please provide material number and lot number associated with reported issue. As per the attachment two material number is provided i.e. 50-7050 and 50-7510. ¿ lot no : pleurx kit : 0001335099. Clarify the reported issue" the polyester cuff was loose & there was hole near cuff" ¿ the polyester cuff is free from on side and was loose. There was small hole near cuff. Was it the access tip that was cracked or hole - no. What component was loose and had hole ¿ polyester cuff. Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage - no. Is there a photo or sample available showing the reported issue ¿ photo available. What was the impact to the patient? ¿ air got trapped and patient got unconscious. Where is the catheter located? Abdomen or chest - chest. Was there an issue with the patient catheter - yes.

Event description:
Dr (B)(6) deployed pleurx on (B)(6) 2022, but the polyester cuff was loose & there was hole near cuff , coz of which air got trapped and patient got unconscious. Per follow-up: 1. Please provide material number and lot number associated with reported issue. As per the attachment two material number is provided i.e. 50-7050 and 50-7510. ¿ lot no : pleurx kit : 0001335099. 2. Clarify the reported issue" the polyester cuff was loose & there was hole near cuff" ¿ the polyester cuff is free from on side and was loose. There was small hole near cuff. 3. Was it the access tip that was cracked or hole - no. 4. What component was loose and had hole ¿ polyester cuff. 5. Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage - no. 6. Is there a photo or sample available showing the reported issue ¿ photo available. 7. What was the impact to the patient? ¿ air got trapped and patient got unconscious. 8. Where is the catheter located? Abdomen or chest - chest. 9. Was there an issue with the patient catheter - yes.

Manufacturer narrative:
(B)(6) follow-up emdr for device evaluation: three photos¿ samples were received by our quality team for investigation. Upon visual inspection, it was observed that the hole in the tubing therefore, the reported failure mode was confirmed. The photos do not indicate whether the cuff was loose. The loose cuff is not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001335099 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.